Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company rep and forwarded by our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid therapy (sculptra) diluted with 5 ml of water + 2 ml of 2% lidocaine on (B)(6) 2008, and (B)(6) 2009. Two vials were administered at each session. Relevant medical history and concomitant medication information were not mentioned. On (B)(6) 2009, the patient reported to the nurse of a nodule on her right temple and a nodule in the intra-orbital area. The physician who administered the poly-l-lactic acid went into the nodules with a dry needle in (B)(6) and (B)(6), and believes they are getting smaller. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. The reporter did not provide a causal assessment.